Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned and investigated. The gripper line break was confirmed. The reported failure to advance (low transseptal puncture) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Per the mitraclip instructions for use (IFU) do not re-use the cds after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip and valve injury. All available information was investigated and the reported gripper actuation issue appears to be related to the observed gripper line break which was due to user error as multiple attempts were made to lower and raise the gripper arms. Lastly, failure to advance was related to patient anatomy as small membranous part of the septum made it difficult for the transseptal puncture (too low). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This event is filed for gripper actuation issues and gripper line break. It was reported that the patient, with functional mitral regurgitation (mr) underwent a mitraclip procedure. The septal puncture was performed and the steerable guide catheter (sgc) was advanced into the patient anatomy. The clip delivery system (cds) was advanced into the patient anatomy; however, as the cds was steered down to the valve, it was noted that the transseptal puncture was too low and it was not possible to place the clip. The cds and sgc were removed separately. The devices were flushed, inspected and tested again; both were found to be functioning as intended. The transseptal puncture was performed again, this time at a better height. The sgc and cds were re-inserted. Two to three grasp attempts were made, but the grippers would not move anymore when pulling the gripper lever. It was seen on echo that the grippers were halfway down. The clip was in the left atrium and it was noted that the gripper line was broken. The clip was pulled back into the sgc and removed. A new cds was prepared and the clip was successfully implanted, reducing the mr from grade 4 to grade 1. The patient remained in stable condition. No additional information was provided.